Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, it was not possible to achieve a successful pacing threshold after multiple deployments of the leadless implantable pulse generator (ipg). The device was removed and inspected, revealing a clot on the end of the device. The device was attempted once more without success, and a traditional system was implanted. No patient complications have been reported as a result of this event.